Event description:
During a carotid stenting treatment procedure, the tip of the carotid wallstent monorail 10/31 mm device fractured off inside of the pt's body. The lesion being treated was located in the left internal carotid artery. The dr positioned the filterwire ez and predilated the lesion with a ussv 3/2 mm balloon. The carotid wallstent monorail device was delivered to the lesion, but would not cross the stenosis. When attempting to remove the wallstent delivery device, the dr felt resistance. He discovered that the tip of the device had fractured and remained in the pt's body. The retained portion was retrieved with the filterwire ez. Another carotid wallstent monorail 10/31 mm device was used to successfully completed the procedure. No pt injuries or complications were reported. Pt status is reported as 'okay.'